Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. However the fse found fault# 77 recorded in iabp's fault logs. The fse replaced the scroll compressor to address the fault# 77. All functional and safety tests were passed to meet factory specifications. The iabp has not been cleared for clinical use; running test is being performed. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that during use on a patient the cardiosave intra-aortic balloon pump (iabp) at midnight on (B)(6) 2020, pumping was stopped due to an over-time error during pumping while in use for atrial fibrillation patients (rate 90 bpm). After restarting with power on / off, treatment was restarted, but pumping was not possible due to an overheat error. The cardiosave was replaced with a cs300 and the patient is still being treated. There was no harm or injury to patient and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A supplemental report will be submitted when additional information is provided. (B)(6).

Event description:
It was reported that during use on a patient the cardiosave intra-aortic balloon pump (iabp) at midnight on (B)(4) 2020, pumping was stopped due to an over-time error during pumping while in use for atrial fibrillation patients (rate 90 bpm). After restarting with power on / off, treatment was restarted, but pumping was not possible due to an overheat error. The cardiosave was replaced with a cs300 and the patient is still being treated. There was no harm or injury to patient and no adverse event was reported.

Event description:
It was reported that during use on a patient the cardiosave intra-aortic balloon pump (iabp) at midnight on (B)(6) 2020, pumping was stopped due to an over-time error during pumping while in use for atrial fibrillation patients (rate 90 bpm). After restarting with power on / off, treatment was restarted, but pumping was not possible due to an overheat error. The cardiosave was replaced with a cs300 and the patient is still being treated. There was no harm or injury to patient and no adverse event was reported.

Manufacturer narrative:
The compressor was replaced as a precautionary measure due to error codes observed in the fault log. A getinge service representative has now reported that the iabp unit passed all functional and safety tests, and the iabp has been returned to the customer and cleared for clinical use.

Event description:
It was reported that during use on a patient the cardiosave intra-aortic balloon pump (iabp) at midnight on (B)(6) 2020, pumping was stopped due to an over-time error during pumping while in use for atrial fibrillation patients (rate 90 bpm). After restarting with power on / off, treatment was restarted, but pumping was not possible due to an overheat error. The cardiosave was replaced with a cs300 and the patient is still being treated. There was no harm or injury to patient and no adverse event was reported.